Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation due to proper programming before magnetic resonance imaging not being followed on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.